Event description:
On (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On an unreported date in 2010, a break in aseptic technique occurred. On (B)(6) 2010, the patient was diagnosed with peritonitis, manifested by cloudy effluent and abdominal pain. The patient did not require hospitalization. On an unreported date, prior to initiation of antibiotic therapy, a sample of peritoneal effluent was analyzed. The results of the analysis were to follow. On an unreported date, the patient began treatment with "fortume" ip and ciprobay orally (dose, frequency and administration dates not reported). It was not reported if the patient received re-training regarding aseptic technique, therefore the outcome for the event of break in aseptic technique was unknown. The event of peritonitis was ongoing and improved. The root cause of the peritonitis was a break in aseptic technique. Pd therapy continued. An opinion of causality was not provided for the events of break in aseptic technique or peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.